Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was final tightening pedicle screw construct. Torque limit handle didn't torque limit and shaft broke at distal tip leaving tip of the driver in the set screw head.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device found no visual anomalies. Torque testing was performed on this instrument. The device was out of the required specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the instrument being stuck and exerting more torque than intended cannot be determined from the sample and the information provided. Although not proven, the most probable root cause for the handle being stuck and exerting more torque can be attributed to lack of maintenance during its time in use. Device is approximately 4-5 years old. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.